Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-25050. The pt has four 3159 leads for possible off-label use and three leads have the same lot number. It was reported the pt is going to undergo surgical intervention due to ineffective coverage/stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.